Manufacturer narrative:
The lens remains implanted; therefore, it is not available for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) in the pt's eye. Reportedly, a yag was performed. The reason and the date for yag were not provided. According to the surgeon, the lens cannot be explanted due to the yag. Additional info has been requested, but has not been received.